Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a battery out limit alarm during normal use. Customer reported that display screen was blank and began to blink. Customer's blood glucose was unknown. Customer also received a lost sensor alarm but was not wearing sensor. Customer was assisted with turning sensor feature off. Customer was advised that battery cap would be replaced.